Manufacturer narrative:
Concomitants: (B)(6) - 300-01-14 - equinoxe humeral stem primary press fit 14mm; (B)(6) - 300-20-02 - equinox square torque define screw drive kit; (B)(6) - 300-50-45 - 4.5mm short rep plate; (B)(6) - 310-00-50 - equinoxe, humeral head, extra short, 50mm; (B)(6) - 314-13-34 - equinoxe cage glenoid l, post aug, right; (B)(6) - a10012 - gps implant kit v2.

Event description:
As reported, approximately 6.5 years post initial tsa, the 63 y/o male patient had a revision due to infection. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Image received. The device is not available for evaluation due to used an interspace. Concomitant devices: equinoxe humeral stem primary press fit 14mm (cat# 300-01-14 / serial# (B)(6)). Equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(6)). 4.5mm short rep plate (cat# 300-50-45 / serial# (B)(6)). Equinoxe, humeral head, extra short, 50mm (cat# 310-00-50 / serial# (B)(6)). Equinoxe cage glenoid l, post aug, right (cat# 314-13-34 / serial# (B)(6)). Ebi initial surgery attached. 510k: k042021.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6 MDR section codes updated/corrected: b, c, d, f, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition . If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.